Event description:
Product analysis for the lead was completed and approved. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
The patient underwent a full replacement. The explanted devices have not been received for analysis to date.

Event description:
Lead and generator were received for analysis. Product analysis for the generator was completed and approved. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance or any other type of adverse condition found with the pulse generator. Lead analysis is underway but has not been completed to date.

Event description:
It was reported that the patient is referred for a full replacement due to high impedance. Device history record for the lead was reviewed. The lead passed all specifications prior to distribution. No known surgery has occurred to date. No additional relevant information has been received to date.